Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keypad malfunction which was reproduced. The #8 and #9 keys were found to be inoperable, caused by a failed keypad. When any of the remaining functional keys are pressed an automatic output of the #9 key was observed following the selected key¿s function (e.g. Numerically: when the #1 key is pressed, 19 was displayed, alphabetically: when the ¿abc¿ key was pressed, ay was displayed. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "keypad malfunction, inputs ¿y¿ character in addition to actual key pressed" in the coronary care unit. There was no patient involvement. No additional information is available.